Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Aspirin was administered prior to procedure. During the procedure, two 30 mm closure devices were attempted unsuccessfully due to not meeting release criteria. The procedure was successfully completed with the 33mm closure device. At an unknown time, on the day of the implant procedure, a pericardial effusion was seen via transesophageal echocardiogram (tee). Effusion measured 2mm. Additionally, evidence of laa sludge and dense spontaneous echo contrast was visualized during tee. Patient was started on clopidogrel post-procedure. Patient was discharged the following day.